Manufacturer narrative:
510k: the type of thv valve is unknown; however, these are the possible 510k number for sapien sapien xt and sapien 3: p110021, p130009 and p140031. Bibliography: andres m pineda, m. J. Et al (2020). Transcatheter aortic valve replacement for patients with severe bicuspid aortic stenosis. American heart journal, 105-112. Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, per article 19 patients in the sapien group experienced a conduction disorder requiring a ppm. The cause of the conduction disorders is unknown as the article did not provide detailed information. Other potential contributing factors are unknown as limited clinical information was provided in the article. There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
A single-center study was published in the journal article "transcatheter aortic valve replacement for patients with severe bicuspid aortic stenosis". The study period was april 2011 to november 2016 and compared the outcomes with tri-leaflet aortic valves (tav) treated with tavr. The present analysis was limited to patients who underwent treatment with the commercially available balloon expandable valve system and included 232 patients treated with edwards sapien, sapien xt or sapien 3. The aim of the study was to evaluate the outcomes of transcatheter aortic valve replacement (tavr) in patients with bicuspid aortic valve stenosis (bav) and compared them with those of tri-leaflet aortic valves (tav). This complaint represents the 19 patients who experienced conduction disorders that required a permanent pacemaker (ppm) that occurred in the balloon expandable valve system (sapien group) during the study period.

Manufacturer narrative:
This supplemental MDR is being submitted for reference of mfg. Report numbers for this complaint. This is 4 of 5 reports being submitted for this complaint; reference mfg. Report numbers: 2015691-2020-12305, 2015691-2020-12306, 20205691-2020-12307 and 20205691-2020-12310.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.